Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead fracture which resulted in high impedance measurements and no capture at max output. A new device was implanted. No additional adverse patient effects were reported.